Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was removed due to an infection.

Manufacturer narrative:
Analysis was normal. No anomalies were found.